Event description:
Procedure type: lap chole. According to the reporter: there was no report of pieces falling into the cavity or impacting the patient. There was no additional bleeding and no tissue damage. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No additional patient info available.

Manufacturer narrative:
(B)(4).